Manufacturer narrative:
The events of infection, abscess, and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection surrounding her breast implant with green pus and drainage".

Event description:
Patient reported a right side of " infection surrounding her breast implant with green pus and drainage," "developing brain tumors (currently ongoing)," and "a brain aneurysm two years ago.¿ device has been explanted.